Event description:
As reported, during inspection, a foreign dark "particle" was found inside the packaging of a torcon nb advantage angiographic catheter. The device was not used.

Manufacturer narrative:
Name and address: phone: (B)(6). PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Event summary: as reported, during inspection, a foreign dark "particle" was found inside the packaging of a torcon nb advantage angiographic catheter. The device was not used. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. Photos provided by the user confirms a foreign particle inside the package with the device. A document-based investigation evaluation was performed. One relevant nonconformance was recorded for this product lot; the affected device was properly dispositioned. There are 100% inspections to capture this nonconformance. There have been no other reported complaints for this lot number. There is no evidence of additional nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state, ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the available information, cook has concluded that the cause of this event is manufacturing related. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.